Event description:
Resident unable to explain due to speaking polish. Cna reports she had completed giving resident a bath and was turning the tub lift chair when resident's foot lightly tapped w/c, which had been positioned at foot of tub. Resident ebgan to holler and wiggle and slide down from chair and fall foward from chair landing on right side of body. Resident assessed at site. Top of head resting on wall. Alert, pupils equal, skin warm and dry laying on right side in fetal position. Unable to ascertain extent of injuries as resident refused to move and yelled out when left knee touched. No visible wounds noted, several drops of blood noted on floor, possibly from rle, transferred to backboard maintaining fetal position. Transferred to hosp ER.